Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patients stimulation previously turned up too high. The patient underwent an ipg replacement procedure. No device malfunction as suspected. The explanted device was discarded.